Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Helix does not appear bent. (B)(4)

Event description:
It was reported that during the first attempt to "screw-in" the atrial lead at the auricle, the lead dislodged. Some resistance was encountered as if the lead were stuck but with "tugging" the lead managed to pull off, and the helix was retracted. Again the lead was attempted to position on the auricle, and when the helix was extended it was noted to be bent. The data did not reveal any problems, however the physician was concerned about the helix, and decided not to use the lead. The atrial lead was exchanged for another of the same device, and the procedure was completed. No patient complications have been reported as a result of this event.